Event description:
On (B)(6) 2015 the reporter contacted lifescan (lfs) alleging that the lay user/patient¿s onetouch ultra meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2015 when the patient found that the meter would not power on. The reporter stated that the patient manages their diabetes using metformin, and reportedly undertook some exercise prior to the start of the alleged issue, which the patient allegedly has done for many years. The patient reportedly experienced symptoms of stomach trouble and frequent trips to the bathroom during the night because he cannot test, approximately 24 hours after the alleged meter issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that the battery did not require to be replaced, the correct test strips were being used, the testing procedure was correct and it was not the first use of the product. The csr was unable to resolve the issue through training. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device would not power on and they subsequently developed signs/symptoms suggestive of an acute blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.